Event description:
It was reported that during mis (minimally invasive trauma surgery) with the newport device, after the surgeon implanted the second rod, and after the first locking cap was placed to keep the rod in place, the surgeon tried to remove the rod inserter, but experienced difficulty. When the locking mechanism was untightened, the rod inserter remained attached to the rod. It took the surgeon approximately 15 minutes to disconnect the rod inserter. After decontamination, when the customer examined the rod inserter it appeared that an inner part was broken. The procedure was completed and there were no parts of the broken device that remained in the pt. Additional info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.